Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that when lying flat, the pulsating stimulation would be too strong. The patient also stated that they had been experiencing a restless leg for the last two nights. The patient mentioned that they didn't have their programmer with them to adjust stimulation and wanted to know if there was another way to turn it down. Another patient programmer was going to be sent to the patient. It was noted that the stimulation issue started two or three days prior to the date of this report. No further complications were reported or anticipated. Indication for use is radicular pain syndrome (radiculopathies).